Event description:
The customer reported the monitors went blank, then after reboot, system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the monoblock tube assembly needs to be replaced. Customer has not approved repair.